Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient is a new pumper, since (B)(6) 2013. He was doing a supply change, put in a new cartridge and primed the pump 115.7u at 11:36 am without disconnecting from the pump. Once he realized he was attached he called customer technical support (cts). Since the patient was home alone, cts called emergency medical service and an ambulance was dispatched. Patient stated he felt fine and ate a piece of cheesecake while waiting for medics to arrive. Cts stayed on the line until the medics arrived. Patient's blood glucose (bg) at 9:45 am was 100 mg/dl. After he primed he checked bg when he first called cts and it was 168 mg/dl. Twenty minutes later he checked it again and bg was 149 mg/dl. His ic ratio is 1:7 g and isf is 1:26 mg/dl. The patient called back to cts about 20 minutes later stating the medics had left him and advised him to monitor his bg, to eat pasta, and he was sucking on an icing tube. Upon this call back at 12:31 pm the bg was 107 mg/dl and he was disconnected. Cts reviewed with the patient while waiting for 911 to always disconnect from the pump when priming/ supply changes, and placed a call to the patient's clinical diabetes educator (cde) to make her aware of the situation. The cde contacted the patient twice that afternoon, and when the bg's stayed in the 140s mg/dl, he went back on the pump. There is no indication of pump malfunction. User error cannot be discounted as a contributory factor, as the patient did not disconnect while priming. This complaint is being reported because a patient on insulin pump therapy required emergency medical assistance.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. User error cannot be discounted as a contributory factor, as the patient did not disconnect while priming.